Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to FDA: 8/25/2020 corrected information: d2, d2b, d3, g1, g2, g5

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested and obtained: did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Where exactly was leakage detected on the reservoir? No further information is available. How long was the reservoir used before the leakage was noticed? No further information is available. Was the reservoir replaced to complete the case? No further information is available. How was case completed? No further information is available. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on an unknown date and a reservoir was connected to a drain. After connection, the reservoir suctioned initially, but air leakage occurred and swelled. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Evaluation: product sample received for analysis. Inspected for tears in bag reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Perimeter and port seal were verified, it was found sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was tested and locked, and ports were closed, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition verifying there is no damage on the perimeter or the port seal. Also, while the plate was open and the exit port closed, the plate was pressed, to release the air and it was not possible. No leak was identified. Based on the present analysis, it is determined that the reported complaint is not found and is not related to manufacturing process and other external causes may have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.